Event description:
A home patient (hp) contacted baxter's technical service center (tsc) for assistance regarding a system error 2240 alarm that was received during dwell 2/4 of the hp's automated peritoneal dialysis therapy utilizing their homechoice machine. Per the initial report, the "patient line (of the homechoice set) became disconnected" from the hp's transfer set during therapy. Baxter's tsc assisted the hp in ending therapy early. No patient injury was indicated at the time of the initial report.